Event description:
It was reported that the patient went into a cardiac arrest three times in the hospital and then expired. The reporter also stated that "the doctors were questioning if the device was working because they had to use external pacing." Follow up was done to find additional information and none has been made available. No specific allegations were made and no allegations or complaints were made previously with the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID (B)(4) implanted: 2010 (B)(6); product ID 419688 implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) -the proximal segment of the lead was returned, analyzed and no anomalies were found, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner tubing of the lead was extrinsically breached due to a tear, the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead developed a cosmetic depression while in vivo, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.